Event description:
Patient had emergency revision surgery due to a head disassociation in his right hip. On (B)(6) 2025, the patient reported standing up from a couch when he experienced severe pain and was unable to walk. Patient is seeking compensation.